Manufacturer narrative:
Other, other text: b3 unknown, d4: complete. UDI (B)(4). One device was returned for analysis. Visual inspection showed a sticky latch lock and a missing battery door. The tamper seal was removed. Review of the event history log (ehl) showed a high alarm, cassette not attached properly. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to an inoperable dso sensor. As a result, the dso sensor was replaced.the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump exhibited a latch lock error. The event occurred during testing, no patient injury was reported.